Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic colectomy procedure on (B)(6) 2017 and topical adhesive was used. The laparoscopic port sites were closed with a combination of absorbable sutures and topical skin adhesive. On (B)(6) 2017 the patient developed a rash around the applications sites and across the abdomen. The patient went to the doctor and was prescribed hydrocortisone cream and antibiotics to treat the rash. Additional information will be requested.